Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing on electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 439878 lead, implanted (B)(6) 2021. W4tr01 crt-p, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.